Manufacturer narrative:
The customer was asked to return the device for inspection and evaluation. This submission is the initial report. A follow up report will be provided when results of the inspection and evaluation are complete.

Event description:
While surgeon was using skid, the tip broke and all particles removed. Skid removed and replaced. Broken skid sent cpd.